Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "rupture/deflation". This record is for the right side. Device was explanted.

Event description:
Patient reported right side "rupture". Healthcare professional later confirmed "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b5, d1, d2a, d2b, d4, d6a, g2, g4, h4, h6.